Event description:
It was reported that during a total gastrectomy procedure there was clip scissoring and bleeding after clipping. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 07/03/2007. Information anticipated, but unavailable at this time.